Event description:
It was reported, the screen freezes. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer booted to a system error. Hard drive reconfigured and software reloaded and updated to resolve issue. Analysis also found the programmer failed audio loopback test; microphone found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).